Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The device was returned unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device had evidence of liquid contamination. The device's oxygen blending module board needs replaced to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."